Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in this lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced anisometropia/vertigo. The lens was exchanged in a second procedure. Additional information has been requested.